Manufacturer narrative:
Other applicable components are: product ID: 3889-33, lot# va1r8al, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 11-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their device had not worked since implant. They continued to pee all over themselves and felt like it had not done anything. Patient stated they tried changing to a different program and that had not helped either. Patient was asked if they had tried all programs and they reported they had not. During the call, the patient mentioned that about 3 weeks prior they noticed something sticking out to their back, they thought it was a wire. Patient also reported the sunday prior to the report they tried to increase stimulation to see if it would help and it got too strong and hurt so bad, so they lowered it back down. Patient was redirected to follow-up with their healthcare provider regarding the wire sticking out to their back and not getting relief. Patient declined assistance with changing programs over the phone, stating they would wait for their granddaughter to help them. It was noted that the patient did not have a managing physician at the time of the call. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported the cause of the device not working had not been determined and that no actions, besides changing programs had been taken to resolve the issue. They also reported that the cause of the wire/something sticking out of their back had not been determined and that nothing had been planned or resolved regarding that issue.